Event description:
Facility states that the chairs rigging plate is cutting patients skin open when they rub against it since they are self propelling. Facility states one resident from yesterday has a bruise on her leg that is from an unknown incident. Facility states that when they looked at it the bruise is in the same area of the front rigging plate. Facility states a little while ago they had a resident who cut her leg on the front rigging plate.